Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. The patient underwent hernia repair surgery as treatment for the umbilical hernia. Dianeal therapy was temporarily discontinued and the patient was transferred to hemodialysis for approximately two weeks while recovering from the event. The patient was reported to have recovered from the hernia and dianeal therapy was ongoing. Additional information is not available at this time.